Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up, information was received that indicates the reported event of suction loss occurred prior to engaging firing of the laser.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported suction was lost during lasik flap procedure. Reporter indicated the patient interface was exchanged and the procedure was completed with no harm to the patient.